Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "pump shut itself off while in route" was not reproduced. A review of the event history log revealed "improper shutdown!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the 2 out of 8 depressed contact pins. The rear case required to be replaced to address this issue. During functional testing, the reported problem "pump emitted a sharp, loud sound, screen went black" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed rear case. The rear case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was infusing dobutamine on a cardiac patient and shut itself off while in route to the operating room. The pump emitted a sharp, loud sound and the screen went black occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.